Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear/abrasion, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues noted related with the complaint (deflation).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.